Event description:
Patient had a wound vac placed in surgery following debridement of a wound abscess on her back. Approximately 48 hours after the initial dressing was applied it became loose and there was no alarm that sounded. If a dressing becomes loose, or there is a blockage, the alarm should sound. The wound care nurse removed the entire dressing with the system still running and still there was no alarm. She let it run for five minutes while it sat on the bed and still no alarm. There were several tests done to determine if alarms worked under different scenarios and they did. On inspection of the head, there was gauze from a dressing packed tightly into the d hole and that was thickened with what appeared to be particles of the renasys adhesive gel patch which mixed in with the gauze dressing. The wound care nurse and rep said it looked like the gel pad had melted around the edge and that was what was in the gauze.what was the original intended procedure?wound vacuum to provide continuous suction to an open wound.device #1is this a laboratory device or laboratory test?no.